Manufacturer narrative:
The investigation determined the event was due to an issue with the preparation of calibrator material at the customer site. It was determined the operator did not use enough solvent when preparing the calibrator. The issue was solved by re-calibrating with new calibrator material.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of low results for multiple patient samples tested for elecsys insulin (insulin) on a cobas 8000 e 602 module. No specific patient results were provided. The initial results were <0.2 uu/ml and were reported outside of the laboratory. After re-calibrating with a new calibrator, the samples were repeated with "normal" results of approximately 3.0 uu/ml. The insulin reagent lot number was 54405100 with an expiration date of 28-feb-2022.